Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence of sui. It was reported that the patient underwent align transobturator placement on (B)(6)2014.